Event description:
It was reported that balloon rupture occurred. A 2.00mm x 12mm nc emerge balloon catheter was advanced for dilatation. However, during the procedure the balloon ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient complications reported, and the patient was good after the procedure.